Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix was unable to be retracted before it was placed inside the body. The lead was replaced during procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood and tissue. After cleaning and applying the torque directly to the connector pin, the helix was extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood and tissue. X-ray examination and impedance test were normal with no anomalies found. All other damages were sustained during the procedure.